Event description:
Voluntary medwatch received states that the patient's right atrial (ra) lead exhibited high capture threshold. No intervention or procedure was reported. The lead remained implanted. No adverse patient effects were reported.

Manufacturer narrative:
UDI is not available as product information was not provided.